Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Cts provided information to reset the pump and assisted the caller with the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs, which the caller acknowledged and understood.